Manufacturer narrative:
Approximated based on the month/year the patient was admitted to the hospital. The upn and lot number of the suspect device was not provided in the literature; therefore, the manufacture and expiration dates are unknown. Literature source: masuda, d., ogura, t., imoto, a., onda, s., sano, t., takagi, w., okuda, a., takeuchi, t., fukunishi, s., inoue, t., higuchi, k. (2016). Choledochoduodenal fistula after the placement of a partially covered metal stent for unresectable pancreatic cancer. Internal medicine, 55(12), 1591-1597. Https://doi.org/10.2169/internalmedicine.55.6060 (B)(4). The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event involving a wallstent partially covered stent through the article "choledochoduodenal fistula after the placement of a partially covered metal stent for unresectable pancreatic cancer" by dr. Daisuke masuda, et al. According to the literature, in september 2008, an ercp for biliary brush cytology was performed, which revealed positive results and the patient was diagnosed with unresectable pancreatic head cancer. An endoscopic retrograde cholangiopancreatography (ercp) was performed and a wallstent partially covered stent was successfully implanted. A few days post stent placement, the wallstent partially covered stent proximally migrated. An additional self-expanding metal stent was placed stent-in-stent within the previous wallstent stent successfully. Eleven months post stent placement, enhanced computerized tomography (CT) scan revealed suspected stent migration to the duodenum and multiple liver metastases with pneumobilia in the intrahepatic duct. CT and magnetic resonance cholangiopancreatography (mrcp) scans revealed an obstruction in the common bile duct and main pancreatic ducts. Upper endoscopy confirmed that the wallstent partially covered stent had completely migrated to the duodenum and revealed a small hole on the oral side of the ampulla. Duodenal stenosis due to cancer invasion was also noted on the anal side of the small hole and around the ampulla. Cannulation was attempted to be performed through the small hole; however, a proximal biliary tract was revealed. The patient was diagnosed with choledochoduodenal fistula (cdf) with an orifice connected to the proximal edge of the biliary stricture and a negative biopsy result. Consequently, the self-expanding metal stents were removed using biopsy forceps and a retrieval basket. Furthermore, after balloon dilation of the cdf, two 7fr double-pigtail plastic stents were placed through the cdf without any adverse events. The patient's cholangitis was successfully relieved; however, two months later, the patient died due to the progression of pancreatic cancer.